Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes, a high number of short v-v intervals, variation and out of range impedance values. Rv lead t-wave oversensing (twos) was also noted. The rv lead oversensing led to the patient experiencing inappropriate therapy, feeling lightheaded and having shortness of breath. The lead remains in use. No further patient complications have been reported as a result of this event.